Event description:
It was reported that patient underwent total shoulder arthroplasty on (B)(6) 2010 and that a revision procedure was performed on (B)(6) 2012 to remove and replace the humeral bearing due to instability. A subsequent revision surgery occurred on (B)(6) 2012 to remove and replace the humeral bearing and washout the joint due to infection. A radical irrigation and debridement was performed on (B)(6) 2012 and all implants were removed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 7 of 14 mdrs filed for the same patient/events (reference 1825034-2012-02646 / 02659).